Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed during device post op check. The device was reprogrammed. Patient monitoring will continue.